Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needlestick injury - post use. The following information was provided by the initial reporter. The customer stated: "blood collector did not activate safety mechanism properly on the device resulting in a needle stick injury. This is potentially an education issue and not a product fault as the collector did not know how to activate the safety."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. According to the complaint, "blood collector did not activate safety mechanism properly on the device resulting in a needle stick injury. This is potentially an education issue and not a product fault as the collector did not know how to activate the safety." Since the lot number involved was not available, manufacturing records and inspection records of 109 lots manufactured under the item no. 367288 from nov. 2021 to oct. 2022 were reviewed. As a result, there were no abnormalities which could be related to malfunction of safety shield. Also, shipping inspection records of the above 109 lots were reviewed, and it was confirmed no abnormalities in the breakage force, sustaining force or security force of safety shield. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needlestick injury - post use. The following information was provided by the initial reporter. The customer stated: "blood collector did not activate safety mechanism properly on the device resulting in a needle stick injury. This is potentially an education issue and not a product fault as the collector did not know how to activate the safety."